Event description:
During procedure for placement of a carotid shunt, the m.d. Noted that there was no flow of blood through the shunt. This shunt was removed and replaced with another shunt. Pt suffered no ill effects attributed to the incident.